Event description:
Dr stated that during a pt treatment the machine continued to alarm a blood leak alarm. The presence of blood was not detected through a lab sample but the machine kept alarming because of a darker filtrate (waste fluid). The nurses did not know how to clear the alarm therefore had to take the pt off the machine. The pt eventually passed because of sepsis. Dr stated that the cause of death was not due to the machine.